Event description:
It was reported that there ¿appeared to be an extra blob of interlink septum material visible in the y site¿ of an interlink continu-flo solution set. The customer stated that a piece of the septum looked like it came apart from the main septum and was about 4 mm into the tubing. This was observed during priming with saline. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: a CAPA was opened to address the issue. The cause of the particle found in the y-site was determined to be an incorrect method for removing the piece of septum from the y-site. Additional instructions were added to the procedure in order to clarify the correct method to clean the satellite when a jam occurs due to the septum being in an incorrect orientation. If additional relevant information is obtained, then a follow-up MDR will be submitted.

Manufacturer narrative:
(B)(4). A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Evaluation summary: one sample was available at the plant for evaluation. A piece/section of a septum was found in the first y site just below the septum during visual inspection. The y site was removed from set and the particle was then removed from the y site. Visual inspection of this particle showed that it is a piece/section of a septum. The septum itself was visually inspected, which showed no defects or missing material. The reported condition was confirmed. No other obvious defects were found. No further testing was performed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). A request for the return of the device has been made. A batch review will be performed. If any relevant information is obtained that is related to the reported event, a supplemental report will be submitted.